Manufacturer narrative:
Additional info has been requested. Investigation is on-going; no conclusion can be drawn. Subject device is currently in the eval process.

Event description:
Pt was implanted with a one-third tubular plate on the medial side of the tibia. The one-third tubular plate was noted as broken and was removed along with several broken screws. This report is #1 of 2 for the same event.